Manufacturer narrative:
The investigation into the high purge pressure issue has been completed. The impella 5.0 was returned for investigation. The visual inspection of the returned device did not observe any external damage or abnormalities on the returned purge cassette. The purge cassette was cut open to perform leak reproduction testing, and leaking was observed from the piston seal. Therefore, the cause of the purge leak was a piston failure. The cause of the purge leak was a piston failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. During support, the device exhibited high purge pressure and a purge leak. The purge cassette was replaced. It was reported that the patient survived normal explant.